Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the customer was experiencing ongoing elevated blood glucose levels and went to the emergency room (B)(6) 2025 and was subsequently hospitalized in the intensive care unit (ICU) with a blood glucose (bg) level of 701 mg/dl with large ketones that a healthcare provider determined to be life threatening. Cause was unknown. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Customer was discharged a day later, (B)(6) 2025 with the issue resolved. Reportedly a healthcare provider identified kidney damage due to the elevated bg. System check with tandem technical support confirmed the pump was functioning as intended. Customer reverted to an alternate method of insulin.